Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported dull condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Examination of the returned device confirmed the reported dull condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint consisted of (1) 950502079 hp step im reamer, lot number ng1007. The lot/date code indicates a vendor manufacture date of october of 2007. Examination of the returned hp step im reamer confirmed that the flutes are worn and have become dull. The wear is due to repetitive drilling of patient bone. One photograph of the subject complaint sample device was provided for review. The view shows the reamer with bone located in the cutting flutes and the device product and lot code markings. The reported dull condition could not be confirmed by review of the provided photograph. A complaint database search did not find any additional reported events against the complaint sample product and lot code combination. A complaint database search against product code 950502079 found previous reports for a similar failure in which product wear out was identified as the root cause. The root cause is being attributed to device wear from normal use and servicing. The device is old and reached the end of its¿ useful life. Based on device wear from normal use and servicing as the root cause, the need for corrective action was not indicated. Complaint trends will be monitored by post market surveillance through (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Im step drill was dull.